Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was getting alert 38, motor stall, on the pump. The agent had the patient take out all the supplies, do a dry run, and the patient was able to complete it. They put on a new batch of supplies and insulin deliveries resumed. The user stated they have run into this problem several times over the past month with this batch of supplies, so the agent shipped a new batch of supplies. During this time, the patient had a hyperglycemic event of 401 mg/dl blood glucose. There was no report of any symptoms experienced during this event.